Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from the information provided by the customer.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Date: (B)(6) 2014; inratio2 inr: 1.9; lab inr: 3.7. Therapeutic range: unknown. The exact time between testing was unknown; however, the testing was performed on the same day. There was no reported adverse patient sequela. There was no additional information provided as the caller was unable to provide any technique or patient specific information.